Manufacturer narrative:
Additional manufacturer narrative: updated: event.

Event description:
The patient tolerated the procedure well and was transferred to the cvicu in stable condition. The patient was discharged home on pod #6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device was not returned for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It was noted that the patient's surrounding tissue appeared friable. This event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of three (3) months due to an unstable rocking bioprosthetic valve, valve dehiscence, and severe paravalvular leak (pvl). The explanted valve was replaced with a 25mm 11500a aortic pericardial valve. Per the operative report, upon examining the bioprosthetic aortic valve, it was clear there was dehiscence of the valve along the left and non coronary cusps. The surrounding tissue appeared friable. The valve was removed and surrounding tissue was debrided to healthy tissue. It was clear that there was a healed annular abscess from the left to the non coronary cusp. It did not appeared to be actively infected. The annular abscess was closed with a patch of bovine pericardium. The aortic annulus was sized for a 25mm 11500a aortic valve that fit snugly. Pledgeted subannular sutures were placed. The right and left coronary ostia were clearly visualized. The valve was seated in the annulus and sutures were tied with cor-knot. The patient was weaned from bypass. Protamine was administered. There was no pvl post procedure and the aortic valve appeared stable with a mean gradient of 7mmhg.